Event description:
The customer's mother reported via phone call that the insulin pump has lines at the bottom that are blocking the display. The blood glucose readings were unknown. There were no significant events prior to the partial display. The customer was advised to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with a bleeding lcd glass. The unit was received with minor scratches on the lcd window, cracked battery tube threads, and with a corroded battery tube.